Event description:
"Unit is turning on by itself and will not turn off". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was provided.